Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that there were large air gaps in the tubing coming from the cartridge. Reportedly, the supplies were changed successfully. There was no impact to the customer's blood glucose level.